Event description:
It was reported, the patient was receiving intermittent stimulation in his left leg. The patient could only get consistent stimulation in his left leg if he pushed on the implantable neurostimulator (ins). It was noted, the ins was sitting closer to the skin than it used to. The problem was noticed yesterday. The patient had been experiencing pain in his left leg since yesterday. The ins was able to communicate with the patient programmer and recharger. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).